Event description:
It was reported that the patient was at a community clinic for PICC maintenance and that the PICC was leaking. It was further reported that the PICC was pulled and the staff noticed a fracture in the line at the 15 cm mark where the fluid leaks from. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed but the exact cause remains unknown. Two photo samples of a 4 fr powerpicc solo catheter were provided for evaluation. The first photo sample shows the catheter outside of patient use. Brown residue appears to be visible on the extension leg. The second photo shows the catheter being bent by the clinician to expand the split in the catheter. A circumferential split is visible near the 15 cm depth marker. Residue appears to be located around the split location. Based on the photos provided, possible contributing factors include material fatigue caused by repeated kinking and tensile damage. The characteristics of the split could not be clearly inspected from the images provided. Since a split in the catheter was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0171 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the patient was at a community clinic for PICC maintenance and that the PICC was leaking. It was further reported that the PICC was pulled and the staff noticed a fracture in the line at the 15 cm mark where the fluid leaks from. No other information was provided.